Event description:
An adc customer reported receiving an fs lite meter reading of 4.6mmol/l which was higher than they felt. Customer stated, she was awakened by her older sister in the morning "semi conscious with eyes rolling,making no sense" and subsequently lost consciousness. Customer denied paramedics were called and she was not transported to a health care facility. Customer was given orange juice to help stabilize her blood glucose. Customer did not wash or prepare the test site prior to testing. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's product has been requested back for investigation, and a supplemental report will be sent once investigation results are available.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The customer's meter (B) (4) and test strip lot 0979504 were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.